Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements, decreased sensing and noise beginning one day post implant. The noise was oversensed resulting in storage of several non-sustained ventricular tachycardia events. The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.